Event description:
Rptr indicated pt's vns therapy inadvertently programmed on prior to her first office visit. The pt was not supposed to be programmed at that time. The pt did not experience any clinical side effects while the device was programmed on. It was later reported that the pt experienced worsening depression when the vns therapy system settings were decreased.

Manufacturer narrative:
Device failure is suspected.